Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, it was reported that at around 330pm, the patient¿s cgm was reading 107 mg/dl while her bg meter reading was ¿over 800 mg/dl¿. The patient was vomiting, had abdominal pain, and was feeling nervous. The patient called her doctor and was advised to go to the hospital, but the patient declined. The patient self-treated with insulin via her omnipod insulin pump. She also replaced her sensor. The patient was still ¿not feeling well¿ at the time of report. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.